Manufacturer narrative:
(B)(4).

Event description:
It was reported that starting the night before report the patient was having pain over the implant site and going down the left leg. It was stated the patient had difficulty getting out of bed due to the intensity of the pain, and several times the pain was extreme. It was also stated that the patient thought his stimulator was off so he increased the stimulation to 8.9v and was shocked. It was noted that the implant seemed like it was 'coming out of the skin because it was never so close to the skin.' Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).